Event description:
A clinical incident involving a perc dc spinewand was reported to arthrocare. During a cervical nucleoplasty procedure, the tip of the perc dc spinewand detached after the second void was created and remained in the pt's cervical disc. The fragment resides over the c5/c6 intravertebral disc space. It was reported there were no complications or injury as a result of this incident.

Manufacturer narrative:
The device was reported as available for investigation. Awaiting the return of the device to complete the investigation.